Event description:
Procedure: vats. According to the reporter: small yellow flecks of plastic were falling into the patient's cavity. The surgeon was only able to retrieve the yellow flecks that were seen.